Event description:
A tubing set leaked at the filter while in use on a patient. The reporter stated that at approximately 4:15 a.m., the patient awoke and found that the IV tubing set was wet around the filter. The patient was receiving a continuous infusion of cyclosporine via a double lumen hickman catheter. The pateint's family member called the home infusion rn on call and a new set was instituted without difficulty. The phyisican was also contacted by the infusion rn and the patient was seen in the bone marrow transplant clinic later that morning. It was reported that although the hickman catheter was noted to be running poorly, adequate flow was established without the use of alteplase. The reporter stated that there was no report of bleedback or air in the patient's IV access. The reporter stated that there were no adverse patient sequelae. Although requested, no additional information was available.